Manufacturer narrative:
H6: note fdd a0104 was corrected to a1203 and removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D2/g4: please note that this device was used in an off-label manner, as it was implanted for severe ic. Continuation of d10: product ID 978a128 lot# va2bzvr serial# implanted: (B)(6) 2021, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6),ubd: 10-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional) via the manufacturer representative (rep). It was clarif ied that only the lead was removed, the ins remains in patient. The most likely cause of the issue was the patient moved too much after surgery.

Manufacturer narrative:
Event date is approximate. The month and year are valid. Please note that this device was used in an off-label manner, as it was implanted for severe ic. Concomitant medical products: product ID: 978a128, lot# va2bzvr, implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the healthcare professional (hcp) was currently with patient who was unable to increase stimulation above .6ma on interstim micro. The caller confirmed that the ins was on and performed impedances. All combination were greater than 4,000 ohms except for electrode 2 <(>&<)> 3 which are 397 and 348 ohms. Technical services had the caller program a special program - c and 2, and the caller increased above 7 milliamps; however, the patient did not feel sensation and noted a sensation at the pocket site. It was suspected that the lead had come out of connector block and was no longer making contact with the ins connector block. Technical services suggested an x-ray be performed.  The caller reported patient was implanted off-label for severe ic. With this incident, the patient reported no falls or trauma when loss of stimulation occurred (and the inability to increase intensity beyond .6ma.) The patient was in bed at the time and the loss occurred during the night. This occurred about one week ago. [See (B)(4) for 1st ins.]

Manufacturer narrative:
H6: please note that the codes have been moved from the stimulator to the lead with the new information. Continuation of d10: product ID 978a128 lot# va2bzvr serial# implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep re-reported that lead impedances were greater than 4,000 ohms on all combinations. They indicated that this was discovered approximately 1.5 weeks ago at the follow-up appointment. Today they replaced the lead and the caller needed direction on returning to mdt for credit. Technical services recommended that the caller order a return mailer kit.